Manufacturer narrative:
Citation: jacob t. Gutsche. New frontiers in aortic therapy: focus on current trials and devices in transcatheter aortic valve replacement. J cardiothorac vasc anesth. 2015 apr;29(2):536-41. Doi: 10.1053/j.jvca.2014.09.003. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature meta-analysis regarding current trials and devices with transcatheter aortic valve replacement (tavr). All data were collected from multiple centers. The study population included an unspecified number of patients, an unspecified number of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: stroke, paravalvular leak (pvl), permanent pacemaker implantation, vascular complications and bleeding. Multiple manufacturers were noted in the literature; based on the available information a direct correlation was possible between the observed adverse events and medtronic product. No additional adverse patient effects were reported.